Event description:
Related manufacturer reference number: 2017865-2024-73424. It was reported that the patient presented with syncope and pre-syncope in the emergency room. It was observed on telemetry that the patient had pauses and asystole. Upon interrogation, it was noted that the pacemaker and the right ventricular lead exhibited loss of capture that was not identified by the device. The pacemaker was explanted and replaced during procedure. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, capture test, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.